Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set spike broke off when spiking a bag of d51/2ns/kcl 20meq. There was no patient involvement.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the tubing set spike broke off when spiking a bag was confirmed as received. Visual inspection observed that the spike of the drip chamber was broken off near the base of the drip chamber. The break on the spike (drip chamber side) was smooth and slightly jagged at the break site. The broken spike piece was not returned for evaluation. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. No other anomalies were observed. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that the tubing set spike broke off when spiking a bag of d51/2ns/kcl 20meq. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.